Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. The instrument was found to have grip input disk # 7 completely detached. The instrument was found to have grip input disk # 6 broken into pieces inside the housing. Additional observation not reported: the instrument was found to have corrosion on the bearings. Pitch and grip input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the outer and inner ring of the bearing.

Event description:
It was reported that the 8mm large hem-o-lok clip applier would not fire the clip.